Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a new install, there was an amber light on the camera. During troubleshooting, the manufacturer representative (rep) indicated that the network device interface (ndi) toolbox showed internal temperature was highlighted, therefore temp exceeded during transportation. Technical services had the rep reset the internal temp sensor status to 'clear'. After saving the settings and rebooting, the system cleared the amber light and was no longer showing faulted. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821. H3, h6: multiple fdd/annex a codes were reported. A05 was coded for amber light on the camera, internal temperature was highlighted. A1102 was coded for showing faulted. No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.